Event description:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. At 05/15/2009, there has been no response from surgeon after repeated attempts to contact for additional information and return of the product for evaluation.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to unknown reasons. It is unknown if the death was device related. Patient also had another device implanted, model 3300tfx. No further details were provided. Information learned from implant patient registry.